Event description:
Caller reported an issue with the insulin pump displaying an amount different from the expected value. The displayed fill estimate showed a discrepancy, but the pump accurately detected at least the displayed amount of insulin. There was no adverse impact to the customer¿s blood glucose level. The customer was educated about the issue and instructed to perform corrective actions, including disconnecting the pump and delivering a bolus to update the insulin estimate. The caller successfully completed these steps and was able to load a new cartridge. They declined further steps but will monitor the situation and follow up if necessary.